Event description:
During an intubation procedure a pt developed bradycardia as tube was being passed (atropine given). Pt ventilated for approx 15-20 seconds to stabilize bradycardia, prior to confirming intubation with device. Pt stabilized, but later arrested. Esophageal intubation discovered in or. Unknown: time of esophageal intubation and relationship to pt death (vs head injury). Large amounts of air in the stomach on first x-ray led to suspicion of false positive device results. (No co2 detected in or).